Event description:
A customer reported a broken cryocyte bag, during thawing. The customer did not specify the location of the break. The bag contained 90ml of hpc-a cells, 74.4ml of which were infused into the pt. The pt's infusion was delayed as a result of break in the bag. Customer did not provide information regarding engraftment. Bag was frozen in vapor phase. The duration of storage was less than one month. This complaint was reported in conjunction with reports of 24 other broken cryocyte bags from the same customer during the timeframe 2005-2006.